Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24119. The pt has two scs systems, it is undetermined at which system's site the infection developed. All possible devices are being reported. It was reported the pt developed an infection at her scs ipg surgical site. The pt's surgical incision was opened and irrigated with an antibiotic solution. The ipg pocket was swabbed and sent to pathology for analysis and found to have a contaminant infection. The pt's physicians believed the infection is treatable with a strong antibiotic. The physician will examine the pt on the next visit, if the infection has not cleared the pt's scs system will be removed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.